Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 550 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended.